Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by mitek express care via email that during return inspection in bridgewater it was found that the hd arthroscope/sinuscope, ep, 1.9 mm, 30 deg, 60 mm (storz style) is cloudy. There was no patient impact. The device will be returning for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and evaluated at the service center. The reported complaint that the scope was cloudy was confirmed. The following defects were found with the device upon evaluation by the manufacturer : -outer tube damaged, needle outer tube bent outer tube compressed -outer tube damaged, distal tip distal tip damaged -optical system, optical components broken lenses in optical system. The device was diagnosed and repaired using spare parts. It was tested and found to be working according to specifications. User mishandling of the device, probably due to a fall, is the most probable root cause of the physical damages to the device. The distal tip may have been damaged due to user mishandling or contact with a cutting device during a surgical procedure. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6) ], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.